Event description:
It was reported that the patient was a tenuous case from the original implant. They had a terrible scar tissue requiring an extension of the original sternotomy to a thoracotomy and reportedly bled easily from the beginning requiring multitude of products through the post operative course after the 8 hour surgery. The patient was very volume dependent and required reintubation twice due to debility and ultimately ended with a tracheostomy and gastronomy tube (gtube) placement. They also required continuous renal replacement therapy for volume management and was less than successful in fluid removal. On the early morning hours preceding their death, they passed a large bloody stool. Despite 4 different IV medications to raise their blood pressure, it dropped instantly and was documented in the 30s for more than 2 hours. They also became unresponsive to blood products. The patient had neurologic changes to suggest brain stem dysfunction and could have likely had anoxic respiratory event. They were medically coded for over an hour and the family finally decided to withdrawal. The patient passed away on (B)(6) 2022 and the cause of death was determined to be multisystem organ failure (msof).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code (4581): multiple organ dysfunction syndrome (3261). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as the subsequent patient outcome, could not be conclusively established through this evaluation. There was no indication that the event was caused directly from a pump malfunction. The account also indicated that no product will be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple organ failures/dysfunctions (including respiratory failure and renal dysfunction), bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.